Event description:
On unk date of (B)(6) 2011, the pt underwent surgical replacement of the aortic arch with a dacron graft and endovascular implantation of a hand-made z stent graft to treat the aortic arch aneurysm. The proximal neck of the z stent graft was placed in the dacron graft and the distal neck was landed in the descending aorta. It was reported that the delivery catheter was inserted from the ascending aorta by transaortic approach. The procedure ended without events. A few days after the procedure, it was revealed that the z stent graft was hanging inside the aneurysm sac with no distal sealing. On (B)(6) 2011, two gore tag thoracic endoprostheses were implanted to rebuild the distal neck. The repairing procedure ended without endoleaks. On (B)(6) 2013, a f/u computed tomography angiography revealed a type 3 endoleak between the tag devices. It was reported that there was no aneurysm enlargement. On (B)(6) 2013, a gore tag thoracic endoprosthesis was implanted to repair the type 3 endoleak. The pt tolerated the procedure, and the type 3 endoleak was resolved. During the re-intervention, the final angiogram revealed a type 2 endoleak. The physician is monitoring the pt.

Manufacturer narrative:
A review of the mfg records for the devices verified that the lots met all pre-release specifications.